Event description:
Additional information received by the patient reported in (B)(6) 2015, their current battery was put in which seemed to be better because the battery went down within one year and was the second battery since the original surgery. No other information was reported about the loss of therapeutic effect/tremors.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3389s-40, lot# va05te3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va05t1e, implanted: (B)(6) 2013, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient was confusing the coupling bars with the implantable neurostimulator (ins) charge level. The recharger would not turn the ins on the date of this report. The patient had all 8 coupling bars and 3/4 full battery. There was a loss of therapeutic effect, tremors had started on the night prior to the date of this report. Further follow up is being conducted.